Event description:
It was reported that the patient experienced two syncopal episodes. The pulse generator exhibited loss of ventricular capture. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.